Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event description corrected to indicate the leading olive detachment from the delivery catheter.

Event description:
During removal of the delivery catheter, it was noted that the leading olive had detached from the delivery catheter.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of an aortic arch and a descending thoracic aortic aneurysm with two conformable gore tag thoracic endoprostheses. It was reported that a 22 fr gore dryseal sheath with hydrophilic coating was advanced into position and the conformable gore tag thoracic endoprosthesis was deployed without issue. During removal of the delivery catheter, it was noted that the trailing olive had detached from the delivery catheter and remained within the sheath. The physician was able to remove the sheath and the olive together. The procedure was completed without further complications and the patient tolerated the procedure. Reportedly, there was no resistance or anatomical restrictions that may have caused or contributed to the olive detachment, however, according to the conformable gore tag thoracic endoprosthesis instructions for use, the recommended introducer sheath size for the 37 mm ctag device is a 24 fr sheath. The sheath used during the procedure was a 22 fr sheath.

Manufacturer narrative:
(B)(4)